Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Data was not provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause was not determined. No additional event or patient information was provided.